Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant the implantable pulse generator (ipg) was noted to have defective packaging. When the outer box was opened and the inside of the blue plastic box was checked, it was found that the package, which should have already been sterilized, had been opened. It is suspected that the adhesive process during packaging in the manufacturing process may have been insufficient. Contamination was also noted  to be present. The ipg was not used and replaced. No patient complications have been reported as a result of this event.